Event description:
During a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 14 atms. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 90% stenotic lesion in the proximal left anterior descending (lad) coronary artery. The quantum maverick monorial ptca catheter balloon was being used to post-dilate a cypher stent. It is further reported that the balloon rupture occurred after crossing the lumen of the stent. A tgv guidewire, a 6fr il3.5 guide catheter, an evelest inflation device and a cypher 18mm x 3.5mm stent were also used in the procedure. No pt injuries or complications were reported.